Event description:
A customer reported that there was no amplification in the instrument applied biosystems 7500 fast dx (cat. No. 4407205) with serial no. (B)(4). No patient involvement reported.

Manufacturer narrative:
Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer. Life technologies' field safety engineer (fse) reviewed the data, inspected optics and ran diagnostics. Re-seated the lap, ran thermal cycler diagnostics and rnase p plate to verify. Instrument meets installation specification. The repair conducted was re-seating of the lamp only. This is the initial and final report of this issue.